Event description:
This complaint originated from our distributor in (B)(6). Per the distributor, the touch screen does not power up, when the ventilator is powered on. The screen is blank, however some of the leds were bright. And the key pad does not respond as well. The unit was not on a patient at the time of the incident.

Manufacturer narrative:
Carefusion technical support specialist determined that the probable root cause of the reported event was a faulty user interface module. The user interface module was replaced. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for evaluation. As of 02/18/2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted.